Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 1438, the pump was programmed to deliver an unspecified concentration of nipride at a rate of 243ml/hr instead of the intended rate of 24ml/hr. After 3 minutes, the pt experienced an unspecified "decrease in blood pressure" and the programming error was noted. The pump was then powered off. Reportedly, 4 minutes later, the pump was powered on and reprogrammed to deliver the nipride at a rate of 20ml/hr. There were no reported adverse pt sequelae. Though requested, no additional information was provided.